Event description:
The customer complained that the hi/low function is drifting.

Manufacturer narrative:
The tech informed the customer that the parts needed to resolve the issue are obsolete and could not be ordered. The tech suggested to the customer that they purchase a replacement bed to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.